Event description:
I had the essure device implanted in me in (B)(6) 2015. I began to have severe rashes and itching all over my body about 1 year later such as scalp, face, eyes, neck, back, chest, abdomen, arms, legs, vaginal groin area. Besides the itchy rashes I have also experienced abdominal pain, severe migraines, extreme fatigue, weight gain of(B)(6) pounds, mood swings, and depression.